Manufacturer narrative:
(B)(4). Method: the complaint hc150aee respiratory humidifier was returned to the fph service center in (B)(4), where it was inspected by a trained fph service engineer. It was subsequently sent to fph (B)(4) for further inspection. Our analysis is accordingly based on the service report provided by the fph service center, the results of the investigation conducted at fph (B)(4), and our previous investigations on similar complaints. Results: the subject hc150 was inspected externally and showed no signs of impact damage. Further inspection revealed that the power cord was damaged at the plug end, just below the strain relief. The unit was not powered up due to the damage to the lead. Conclusion: based on our previous investigations on similar complaints, it is possible that the observed damage to the power cord was due to the prolonged bending of the lead. It resulted to stressing of the wire strands at the plug end below the strain relief, causing it to break gradually. It eventually led to arcing, causing the copper strand and the pvc covering of the power cord to melt. It should also be noted that the subject hc150 is more than nine years old. The hc150 respiratory humidifier is used to warm and humidify gases delivered to patients requiring continuous positive airway pressure (CPAP) therapy or mask ventilation. Its user instructions state the following: "never operate the hc150 if it has a damaged cord or plug, if it not working properly, or if any part of either the hc150 or the humidification chamber is dropped or damaged, or dropped in water." "Keep the cord away from heated surfaces." This is the only complaint of this nature that we received for the power cord of the hc150 respiratory humidifier in the past 12 months to the end of january 2017, out of (B)(4) units sold for the same period.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) area manager that the heater base of an hc150aee respiratory humidifier became defective due to a short circuit. It was also reported that the power cord had a cut and burnt traces. This was observed during use on a patient; however, no consequence was reported.